Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative contacted the site. Site technician stated that he performed troubleshooting on the system, checked for obstructions, and restarted the system. The issue did not recur. Site declined a system checkout by medtronic representative at the time. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes. Customer declined.

Event description:
Site reported that the imaging system did not boot past the initiation stage during a spinal fusion case. Site discontinued use of the imaging system and completed the procedure with a c-arm, with no adverse effect on patient outcome.